Event description:
Pt had right and left total hip replacements using MFR's acetabular poly inserts. Due to the complete wear and breaking of the polyethelene components bilaterally she needed to undergo total hip revisions. Right revision was on 10/18/95 and the left revision on 10/30/95. Rptr suspects there was a problem with the quality of the product that occurred during mfg and sterilization.